Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. On 11/29/2025, it was reported that the pediatric patient was disoriented (described by the parent being "drunk"). The patient was only using the phone to display his cgm. The cgm was 'high'. No bg fs testing nor treatment was done at home. The patient's father noticed and contacted the ambulance. When the emergency medical teams (emts) arrived, the patient was immediately loaded to the ambulance and was transported to the hospital. The parent didn't recall any treatment done by the emts. At the emergency room (ER) the bg reading was 1000 mg/dl. The patient was admitted to the ICU where he was diagnosed with dka. There he was treated with IV fluids and was observed for 2 days. The patient was discharged after 2 days feeling fine. The parent was not sure whether the cgm contributed to the hospitalization. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the pediatric patient was disoriented (described by the parent being "drunk"). The patient was only using the phone to display his cgm. The cgm was 'high'. No bg fs testing nor treatment was done at home. The patient's father noticed and contacted the ambulance. When the emergency medical teams (emts) arrived, the patient was immediately loaded to the ambulance and was transported to the hospital. The parent didn't recall any treatment done by the emts. At the emergency room (ER) the bg reading was 1000 mg/dl. The patient was admitted to the ICU where he was diagnosed with dka. There he was treated with IV fluids and was observed for 2 days. The patient was discharged after 2 days feeling fine. The parent was not sure whether the cgm contributed to the hospitalization. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that the last sensor session ended at 02:02 pm on (B)(6) 2025 with an egv of 202 mg/dl. Over 29 hours later, a new session started at 07:18 pm on (B)(6) 2025, the alleged date of incident. Within an hour of the warmup, there was temporary sensor error for 15 minutes, then the session ended. A new session started at 08:32 pm. Within 15 minutes of the warmup, there was temporary sensor error for 45 minutes, then signal loss for one hour with backfilled egvs of high (over 400 mg/dl). After signal returned, there was temporary sensor error from 10:37 pm to 12:37 pm, with just one egv of 308 mg/dl at 11:22 pm. The app had signal loss for almost two hours, then egvs of high (over 400 mg/dl) from 02:32 am to 03:42 am on (B)(6) 2025. The app delivered alerts with 0% volume as the display device was set to mute/silent and alwayssound was disabled. No alerts were acknowledged during this time. Egvs returned within range, dropping from 387 mg/dl to 179 mg/dl from 03:47 am to 03:57 pm. No additional event or patient information is available.